Event description:
It was reported that unspecified touch screen issues occurred. There was no adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.